Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a battery tube connector not plugged in properly.

Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The battery was changed and the device was still not responding. No further info was provided.